Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10 corrected fields: d5, e2, e3, g2. Additional information: e1(event site state: (B)(6), event site postal code:(B)(6)). A getinge field service engineer (fse) from a distributor in lithuania for inspection and inspection corrective actions, however, it turned out that it was not activated. They turned it on only in service mode. Fse resolved issue by upgrading the software. Also fse had did replacement of the compressor, filters, safety disk and tidal because of its due of replacement. Functional and leakage tests performed .calibration done and unit returned to customer:

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) on cardiosave mode - the pump does not turn on. The pump came to us from a distributor in lithuania for inspection and inspection corrective actions. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) on cardiosave mode - the pump does not turn on. The pump came to us from a distributor in lithuania for inspection and inspection corrective actions. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.